Manufacturer narrative:
Field service specialist visited the site and completed femto standard service call check list. Cut/measured gel with good melt at doctors settings. System was operating according to j&j vision specifications. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported there has been diffuse lamellar keratitis since the last service on the ifs. Most of the cases were resolved. This case is for the patient that had surgery on (B)(6) 2020 and presented 1 day post treatment with dlk grade 2 in right eye (superior 1/3 dlk) and grade 1 in left (minimal cells at hinge). Last visual acuity was 20/15 in both eyes on (B)(6) 2020. As november 3rd the dlk had not resolved.